Manufacturer narrative:
The suspect device was evaluated onsite by an olympus representative. The evaluation found that the main lamp did not ignite due to overheating but the spare lamp worked. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the spare lamp activated. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that dust piled up on the device and the function that eliminates heat got lowered. The temperature inside the lamp increased and the device switched to the emergency lamp. The dust inside the device caused the heat accumulation according to on-site inspection. The fse cleaned the light source on-site and it is working correctly. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: important information - please read before use: avoid using the light source in a dusty environment. This may damage the light source; 3.3 installation of equipment: clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.